Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges bolus data is showing incorrect amounts according to what the patient recalls administering and the expected amount that should be recommended. Caller reported all bolus data matched in each device (meter and pump) and on pc but is showing an incorrect amount administered in the device history. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.